Event description:
It was reported that a user experienced hypoglycemia while at work after lunch, with a lowest blood glucose of 52 mg/dl; the user paused the ilet pump when glucose began to fall and was using a dexcom g7, and no pump alerts or alarms were reported. Symptoms included headache. Outcomes included transient low glucose for approximately 15¿30 minutes, self-treated with half a cola, without medical intervention or hospitalization. Investigation included review of available glucose logs and user report, along with troubleshooting and education provided, and additional training scheduled. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with no device malfunction or alarm behavior identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.